Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. When the surgeon attempted to impact the cup, the instrument was not threaded completely to engage cup, therefore, the cup could not be impacted. The cup was removed and another cup was used to finish the procedure.

Manufacturer narrative:
Examination of returned device was inconclusive due to the damaged threads.